Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20454. It was reported the patient experienced ineffective and unintended stimulation. A sjm representative tried reprogramming to no avail as only right leg stimulation occurred with reprogramming (pain pattern is left leg). Imaging of patient's lead revealed the lead has migrated. It was also reported the patient also experienced change in stimulation intensity regardless of positional change. Consequently, the scs system was explanted and replaced which resolved the issue. The patient had effective therapy postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20454.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2015-20454.